Event description:
The patient claimed the animas insulin pump has power issue. The subject pump allegedly will not intermittently power on after the patient went swimming in the pool. There was no evidence of product misuse. The subject pump reportedly did not have any moisture. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4):the pump will not power on. There is visible moisture in the display. Leak testing revealed a keypad leak. Investigation revealed that the keypad rubber is torn across the ok keypad button. The pump casing was removed, and corrosion and moisture was seen on the pump's internal surfaces. Investigation could not be adequately completed due to the pump not having power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.